Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202 femoral head sterile product do not resterilize 12/14 taper 61664618, 00875704802 shell with multi holes porous 48 mm o.d. Size gg for use with gg liners 61338971, 00625006525 bone scr 6.5x25 self-tap 61593034, 00875100832 modular femoral stem press-fit plasma sprayed cementless size 6 61459910. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s legal counsel reported patient underwent right hip revision procedure approximately 4 years post implantation due to patient allegations of pain and lack of mobility. Legal counsel reported during the procedure the surgeon noted evidence of adverse local tissue reaction and local host sensitivity to the wear debris. The head and stem were revised to competitor product. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.